Manufacturer narrative:
(B)(4) catheter broken. Investigation results: a visual examination of the complaint device revealed that the catheter was broken and kinked. The catheter shaft was also noted to be damaged and stretched. Functional analysis could not be completed due to the condition of the device. The noted device failures were likely due to tortuous anatomy or pressure from stones encountered during the procedure that limited the performance of the device and resulted in excessive force being applied in an attempt to remove the stone, which caused the catheter to break. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during device withdrawal, they had difficulty removing the device through the duodenoscope and the catheter broke in half inside the scope. No part of the device detached inside the patient. They removed the duodenoscope and the device together from the patient. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable.